Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were hospitalized due to site issue (B)(6) 2019 with blood glucose of 146 mg/dl. Customer was treated with cortisone and oral, topical antibiotic in the hospital. Customer stated they had skin allergy to the tape that was behind the transmitter. Customer noticed sensor fell off. The sensor will not be returned for analysis.